Manufacturer narrative:
(B)(4). The analysis results showed that the (B)(6) device was received in good visual conditions and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: the surgeon is a fully trained, regular and very high user.

Event description:
It was reported that during a gastric bypass procedure, the device had been previously fired five times, with one of the previous firings being unsatisfactory and having to be over sewn. The sixth and final firing, however, appeared as if the knife blade had dragged the inner row of staples along as these did not form properly. The staple line bled and had to be over sewn. As a result of the difficulties encountered with this device, the procedure was prolonged 30 minutes. The surgeon has reported that the patient was coughing up blood during the night. This continued to such an extent that a blood transfusion was required.